Event description:
It was reported that the vertical lift column and the x-ray exposer button on the 9900 system would intermittently not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel processor board was replaced and the connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.